Event description:
The customer reported that the cannula looked longer than usual and didn't insert properly into the skin. Her blood glucose went rose to 330 mg/dl. She stated an 11.0 unit bolus had no effect on her bg.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or defect could have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert properly into the skin at the infusion site. This condition would interrupt insulin delivery and could contribute to high blood glucose. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." Qualification records were reviewed and the product lot met all acceptance criteria.